Event description:
A malfunction was reported with the customer's pump, but there were no notable events preceding it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on the blood glucose level. As a corrective action, the customer performed a reset on their own. Technical support decided to replace the pump, confirmed the shipping address, and provided necessary instructions for returning the faulty pump and for using the replacement. The customer was informed about available training in their tandem source account and acknowledged all provided information.